Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was brought to the ER due to a syncopal episode. Patient was admitted to neurological telemetry with left sided weakness and syncope. The patient later became unstable and hypotensive and went into cardiac arrest. Patient was resuscitated, intubated and transferred to ICU. Once stabilized, pressure dropped again. Patient status dnr, patient expired the next day of cardiac arrest and hypotension.